Event description:
It was reported that the stapler was fired and then jammed on the patient tissue, which was already stapled and cut. It took the surgeon about 15 minutes to open the stapler. The staple line was stapled but not cut. No consequence to patient.